Event description:
It was reported that the patient received multiple shocks due to non-physiologic sensing. It was noted that the noise was observed real time as well. The patient was transferred to another facility for further evaluation and lead replacement. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.